Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer had low blood glucose. Paramedics were called, customer blood glucose reading was 50 mg/dl and he was in diabetic coma when paramedics arrived. Customer was transported to the hospital and he was in coma for 17 days and passed away. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.